Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, clinical was unable to find substantial evidence to support the event of the type 3b endoleak of the bifurcated stent graft based on the medical records available for review. Clinical was able to confirm the event of a secondary endovascular procedure performed with a non-endologix device. Attempts were made to obtain imaging but denied as patient authorization is needed. As such, procedure related harms, event determination, off label conditions, and related patient harms could not be assessed. The final patient status was reported as being stable. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Device iteration is afx with strata. Corrections: b2: outcomes attributed to adverse events has been updated. B5: describe event or problem has been updated. D11: concomitant medical products and therapy dates had been updated. G1,2: contact office- name has been updated. H6: result code: remove code 3233 h6: conclusion code: remove code 11.

Event description:
The patient was initially implanted with a bifurcated stent graft, a suprarenal stent graft extension and a limb stent graft extension to treat an abdominal aortic aneurysm. Approximately 5.5 years post initial procedure, a type 3b endoleak has been identified. An intervention is being discussed. As of the date of this report, there have been no additional patient sequelae reported. Additional information: the physician completed a reintervention and treated the patient with a non-endologix device. Patient was reported as stable post reintervention.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with strata.

Event description:
The patient was initially implanted with a bifurcated stent graft, a suprarenal stent graft extension and a limb stent graft extension to treat an abdominal aortic aneurysm. Approximately 5.5 years post initial procedure, a type 3b endoleak has been identified. An intervention is being discussed. As of the date of this report, there have been no additional patient sequelae reported.